Event description:
It was reported the patient presented to the clinic for a routine device interrogation. Attempts to interrogate the device using multiple programmers were unsuccessful, as there was no magnet response from the device and no telemetry could be established. Device appeared to have a stuck reed switch. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no telemetry. The no telemetry condition was the result of a defect in the analog telemetry circuit on an ic (integrated circuit).